Event description:
It was reported that the peripherally inserted central catheter (PICC) that was placed in the right arm above the antecubital (B)(6), female, was found leaking at the luer hubs. As a result, a new PICC was used without issue. Additional info received from the distributor on (B)(4) 2010 stated that both hubs were leaking, so the catheter was replaced using the same insertion site. There was no reported delay, death or complications and the pt is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.